Event description:
The dm called in to report the product was used during an unknown procedure. It was reported by the dm the rep was present during a portion of the case. The rep reported to the dm the surgeon was using a 512hn trocar for primary puncture without insufflation. After insertion, the anesthesiologist notified the surgeon that the pt was having some difficulties. The surgeon opened the pt at this point and the rep stepped out of the room. The rep reported the surgeon had to perform cardiac massage as the pt's heart had stopped. A vascular surgeon was called into the procedure. It was later reported to the rep the pt had expired on the o.r. Table. There is no further info at this time. The rep will follow up with the surgeon for further info.